Event description:
The patient returned for a routine of the filter. It was noted at that time that the filter migrated to just distal the right atrium. The filter was caught in a cava stenosis. The doctors successfully removed the filter. The pt is doing fine.